Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
An independent lifter was in use and reported with non-smooth edges cut the nurse fingers while transporting the sling bar at a location where its labeled with caution as a pinch point.

Manufacturer narrative:
Root cause: the edges of the independent lifter x arm was sharp to cut through skin. No serious injury to user or patient. Corrective action: the edges were filed to remove the sharpness.

Event description:
An independent lifter was in use and reported with non-smooth edges cut the nurse fingers while transporting the sling bar at a location where its labeled with caution as a pinch point.